Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was meeting the with healthcare provider and needed a manufacturer representative there because it wasn't working. It was clarified that the patient wasn't getting stimulation since last year. The consumer stated that they were going to replace it. The consumer was directed to have the healthcare provider request a representative for the appointment. Additional information received from the healthcare provider (hcp) reported that a battery replacement was planned for (B)(6) 2020. The cause of the issue was the battery had died and the hcp noted that the issue will resolve after the replacement.